Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis insulin printer was not printing. A technical support specialist (tss) checked the serial number, but it did not show anything on remote smart service. The tss dialed into the station 3north and found it was showing offline. The tss instructed the customer to unplug the power cable and plug it back in. After that, tss checked the label printer and verified it was working fine. A test print was performed successfully. The customer confirmed it was working fine. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the insulin printer wouldn¿t print. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.